Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: laparoscopic cholecystectomy with cholangiogram. Incident description: this was the fourth surgery of the day for the same surgeon as first incident. Surgeon inserted the device into the trocar. Did not pre-load the device. Loaded the clip onto the vessel and then pulled the trigger with force. The clip held well properly on the vessel. Went to insert the catheter and did not experience any leakage. Surgeon asked for a picture to be taken. Rep was called over to notice the clip slipping on the vessel until it completely fell off. The clip looked to be fully closed on the vessel. The clip was fully loaded into the jaws upon actuation. The device was squeezed plastic to plastic. Used a monopolar device to skeletonize the tissue. The clip was removed from the patient's body. The surgeon opened a competitor's device and finished the procedure with that device. There was no patient injury. Surgeon he stated does not want to use the device again. The device was from the same lot as the first procedure. Additional information was received via email from account manager associate, on 24-apr-2018 at 8:58 am: "second device is not being returned because they did not see it as faulty. The lot number for both is 1321308." Additional information was received via email from account manager associate, on 24-apr-2018 at 10:59 am: the device was discarded. Additional information was received via email from account manager associate, on 25-apr-2018 at 2:47 am: "I submitted 2 cers. In the second one, there was only one clip applied. The surgeon applied one clip on the cystic duct and then proceeded to cut it open to insert the catheter for the cholangiogram. After he cut open the duct with a scissors he called me over to observe how the clip was slipping. It slowly slipped higher and higher off the vessel until it fell completely off. (On the other cer there were 6 clips fired which is specified in the other cer)". Additional information was received via email from account manager associate, on 25-apr-2018 at 4:38 am: "the surgeon squeezed plastic to plastic with great force and shook the handle a bit (my opinion is that he was squeezing as tightly as he could). The I could tell is that the clip was fully closed to the apex on the vessel (not cholangio). The hole was created just below the clip but not touching the clip. The catheter was orange with black stripes. I observed one other case with this surgeon and he used the same technique." Type of intervention: the surgeon opened a competitor's device and finished the procedure with that device. Patient status: there was no patient injury.